Event description:
It was reported that the patient presented for a follow-up in clinic. The pacemaker was found in back-up vvi mode. The physician suspected the cause was due to the electromagnetic interference generated by the electrosurgery system. Programming changes were made. Pacemaker remained implanted. The patient was in stable condition.